Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
The patient reported that the needle of the pod was out and felt the needle stabbing the infusion site (leg). When the pod was removed, the needle had not retracted. Blood glucose levels were not provided.